Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding an implanted infusion pump. The pump was used to deliver dilaudid (hydromorphone) 10mg/ml at 3.13mg/day and clonidine 160mcg/ml at 50.12mcg/day. It was reported that the patient went to the emergency department (ed) on (B)(6) 2024 with signs of withdrawal and return of "normal pain". After interrogation of the pump, it was determined that a motor stall occurred on (B)(6) 2024 at 1:12pm. The motor stall recovery on (B)(6) 2024 at 7:45pm. The stall lasted for longer than 48 hours. It was unknown if there were any environmental, external, or patient that may have led or contributed to the event. It was unknown if any actions or interventions were taken to resolve the event. Surgical intervention did not occur and it was asked but unknown if surgical intervention was planned. At the time of this report, the issue was not resolved. The patient status was "alive-no injury". The patient's weight was asked but was unknown. The patient's medical history was asked but would not be made available.

Manufacturer narrative:
H3. Destructive analysis identified residue in the motor gear train. Analysis identified residue on the gear pinion of the motor gear train. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative (rep) indicated the cause of the motor stall was not determined. The patient went to the emergency department (ed) for withdrawal and return of pain. The patient was treated accordingly by the hcp, but the treatments were not provided by medtronic. It was noted the motor stall did recover on its own and the patient¿s symptoms did resolve. The patient was scheduled for a pump replacement on (B)(6) 2024 and the pump would be returned after the replacement.